Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported an inform blood glucose result of 164 mg/dl, lab result from the same sample of 4 mg/dl. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Event description:
Caller reported an inform blood glucose result of 164 mg/dl, lab result from the same sample of 4 mg/dl. Reported no adverse event relative discrepancy. Strips not available for return, replacement sent.